Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The cause of the user not being asked to resume the pump was because the pump was read by the aic as uninitiated. It was not determined why the pump was read as uninitiated since consoles were not returned and the pump was able to be read correctly during testing. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-24992 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the registered nurse connected the pump to a new automated impella controller (aic), but the new aic never asked to restore previous settings and wanted to start a new case. The nurse was instructed to plug back into the original aic; however, the original aic also did not allow to restore previous settings. The nurse had to go through the start case process again to get the new aic running. There was no reported patient harm.